Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, the device was found to be in backup vvi mode. The backup vvi was observed while the patient was trying to connect with old monitor which was not used in past few years.. The issue was resolved with new monitor. Programming changes were made. The patient was stable.